Event description:
It was reported that a male pt was in ward 78 and had a 4 fr. Double lumen peripherally inserted central catheter (PICC) in the right median ante cubical fossa (acf) for antibiotic therapy. It was inserted on (B)(6) 2010, and has been use daily without any problems. On (B)(6) 2010, it had been found to be leaking from the hub injectable end, around the white part. The leak was reported to the PICC nurse specialist. The PICC was removed and replaced with a new one without any complications. There was no reported pt death or injuries medical/surgical intervention was not required. There was a 2 day delay in therapy reported, increased pt risk of infection and occlusion stated. Additional info received on 9/2/2010, from the distributor stated "the PICC was left intact. The therapy was delayed until a new one was replaced. Pt had to come into the hospital for he was an outpatient."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.